Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastrectomy procedure, the side of the open end of the duodenum was not stapled. Also when it was checked by camera, it opened. Another device was used to complete the case. There were no adverse consequences to the patient.